Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Legal medical records received. In addition to what was previously alleged, pfs alleges difficulty walking, pressure, numbness, tingling, throbbing, inability to function on a daily basis, and disfigurement. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metallosis. Revision note stated that the underlying soft tissue of the gluteus were fairly swollen and irritable, some brownish yellowish material upon incising the capsule, green and yellow tissues indicating some chronic synovitis, and the acetabulum was markedly anteverted. It was also stated that the acetabulum was identified with bone loss, no evidence of metal debris into the bone itself although some of the metal debris may have been creating some of the bone loss in the periacetabular region. Bone scan was negative. X-rays were negative for any loosening. Part and lot information were provided.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Legal medical records received. In addition to what was previously alleged, pfs alleges difficulty walking, pressure, numbness, tingling, throbbing, inability to function on a daily basis, and disfigurement. After review of the medical records for MDR reportability, it was stated that the patient was revised to address metallosis. Revision note stated that the underlying soft tissue of the gluteus were fairly swollen and irritable, some brownish yellowish material upon incising the capsule, green and yellow tissues indicating some chronic synovitis, and the acetabulum was markedly anteverted. It was also stated that the acetabulum was identified with bone loss, no evidence of metal debris into the bone itself although some of the metal debris may have been creating some of the bone loss in the periacetabular region. Bone scan was negative. X-rays were negative for any loosening. Part and lot information were provided.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor.